Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the pt chose not to use their device for up to a year prior to replacement. Pt decided that the stimulation was helping and wanted to continue therapy. Rep tried od but couldn¿t get battery back to active. His implant date of battery was 8/18/2016. It was determined the battery was most likely eri and would be best to replace battery. The replaced battery was discarded once removed from patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that  patient (pt) has not charged the ins "in awhile." They tried the passive mode recharge (pmr) a couple weeks ago. Rep said the doctor is going to replace the ins. Additional information received reported that the battery replacement was required as the ins was in overdischarge and couldn't be re-activated. .